Event description:
As reported by the affiliate, the physician tried to deploy the cypher stent in the left anterior descending artery, but the balloon had a hole in the middle. The physician was only able to inflate the balloon to 8 atmospheres (atm). The balloon should have inflated to 12 atm. The physician then removed the balloon and replaced it with another. The product was returned and the stent was not included. Additional information has been requested and is pending.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed product. This device is available for testing and evaluation but, the engineering evaluation has not been completed as of this writing. Details of the procedure and of the missing stent have been requested. All additional information received will be submitted within 30 days upon receipt.